Event description:
Customer reported the system locks up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened transformer connections and reseated pcbs. System operates as intended.